Event description:
The patient notifier alerted the patient. High svc-can and rv-svc impedances were noted. Loose setscrew was suspected. The patient's device was reprogrammed to rv-can. The patient was schedule for pocket revision due to painful pocket. The device was tested post pocket-revision and the svc-can and rv-svc impedance was still high. The device was left programmed to rv-can. Since dft was normal, the system remains implanted.

Manufacturer narrative:
No medwatch form was received.